Event description:
The customer reported the system displayed error messages with no x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The aec board, kv controller board, generator interface board, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.